Event description:
It was reported that the insulin gauge was inaccurate. Customer continued using the same cartridge. Customer¿s blood glucose level ranged from 187-188 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.